Manufacturer narrative:
It was reported that the tip of a 2.2mm olive wire w/drill tip broke during surgery resulting in the tip being implanted in the patient's bone. A backup device was available to successfully complete the surgery. The olive wire is provided to customers within a sterile kit (sk14) and marked single use. The UDI referenced is for the sterile kit, sk14, that the product is distributed within. The device history record was reviewed and no issues were identified during the manufacture and release of the device that could have contributed to what was reported. The most likely cause cannot be determined due to the device not being returned for evaluation, however, based on the available information, it is likely the technique utilized on the instruments applied additional bending forces to the device. The product is manufactured with implant grade material and no adverse events have been reported as a result of this failure to date. Although the company has determined that the subject event in this MDR is unlikely to result in a serious injury if it recurred, the company has decided to file this MDR in an abundance of caution and to ensure full compliance with 21 cfr part 803. The company will supplement this MDR as necessary and appropriate.

Event description:
It was reported that an olive drill snapped off, and was retained in the patient's bone during a bunion procedure on (B)(6) 2020. Although there was no adverse event reported or anticipated, the tip of the olive drill is not intended to be implanted, therefore the company has chosen to file a MDR to ensure full compliance with 21 cfr part 803.